Event description:
New information indicated the sense/pace portion of lead was capped during a pocket revision procedure.

Event description:
It was reported the patient presented in clinic after receiving an alert for non-sustained lead noise. The stored egms show the oversensed events are random with varying amplitudes. The lead noise was not reproducible through testing. The device was reprogrammed. The patient will be monitored.